Event description:
Caller reported multiple occurrences of cgm error 42 on their pump, including three errors within the past 24 hours. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was instructed to return the malfunctioning pump with a prepaid label. The customer did not have a backup insulin therapy available and planned to contact their healthcare provider.